Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: october 19, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the welding seam broke at the proximal end of instrument and the handle has loosen from shaft. This happened intraoperatively; there was no delay to the surgery time and no patient harm. The surgery outcome is unknown. No fragments were generated from the breakage. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The investigation of the returned impactor has shown that the blue handle is loose and shows a broken laser weld. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. According to the preliminary results from investigation, the preliminary cause was identified as a design issue of the welding of the impactor (weld is not resistant to support hammering operations) therefore all lots are affected since product launch in january 2010. These impactors (pfna impactor 03.010.410) are the only ones affected as no other impactors have a laser welded driving cap. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.